Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The company service representative tried two different xenon lamps in the tabletop illuminator in an attempt to resolve the issue but was unsuccessful. The company service representative then replaced the tabletop illuminator module. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. A tabletop illuminator was received and a visual assessment of the returned sample revealed no obvious nonconformity. A known good xenon lamp was installed into the returned module and the module was installed into a calibrated constellation system. The sample was found to meet product specifications. The company service representative was able to replicate the reported. The system was manufactured on january 29, 2009. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. No illuminator (unspecified 25ga illuminator based on photo) was returned for poor illumination. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The photos that were provided by the customer do show several pictures of the light image produced. A dark ring and several darks line are present within the light images provided in the photos. Based on the photo provided, the illuminator does have a nonconforming image. The reason why the illuminator did not have an acceptable light image cannot be determined. The possible causes for a poor light image are cracks in the fiber, poor fiber to fiber connection at the internal coupling, and sunken fibers within the components at either end of the device, poor buffing or polishing of fibers, foreign material on fiber surfaces, and customer handling. All fiber optic light guide (illuminator) products are tested for light transmittance and are 100% visually inspected during the manufacturing process. Images such as received in the photos would have been removed during this testing. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that during a procedure there was poor illumination output from the illuminator. The light probe was also noted to have had lighting artifact. The case was completed using the auxiliary illuminator. There was no harm to the patient.